Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent an orthopedic procedure, during the procedure the femoral recon nail (frn) driving cap/threaded was broken off on the radiolucent insertion handle femoral recon nail while inserting the nail. There were no fragments generated and it is also unknown if they removed easily without additional intervention. The surgical delay was unknown. Procedure was successfully completed. There were no patient consequences are reported. Concomitant devices reported: unknown hammer/mallet (part# unknown, lot# unknown, quantity 1). Unknown insertion handle (part# unknown, lot# unknown, quantity 1). Unknown nail femoral (part# unknown; lot# unknown, quantity 1). This complaint involves 1 device. This report is for (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information concomitant devices reported: capture insertion handle part #: unknown hammer/mallet (part# unknown, lot# unknown, quantity 1), radiolucent insertion handle for frn (part# 03.033.001, lot# unknown, quantity 1), unknown nail femoral (part# unknown; lot# unknown, quantity 1).